Event description:
While a patient was undergoing a laparoscopic cholecystectomy, a small spark was noted at end of bovie cord towards the machine and the cord fell down. The procedure was interrupted and a new bovie cord was brought in and attached to bovie machine (electrosurgical unit).